Manufacturer narrative:
Device technical analysis: this product has not been returned to boston scientific and physical analysis could not be conducted. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Risk assessment: a risk review was completed and confirmed that the event of noisy signals was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited noise on the right ventricular (rv) channel and the device could not be found in latitude. Technical services (ts) was consulted and indicated that this could be remote monitoring disablement, however in person interrogation is required to confirm. The boston scientific representative planned troubleshoot further. It was later noted that the patient was staying at an extended care facility and wasn't near their monitor, the issue was later resolved. However, the cause of the noise was not determined. The patient will be continuously monitored. This device remains in service. No adverse patient effects were reported. Additional information was received that this crt-p was explanted and replaced with another crt-p. A return request is being sent to the field. No additional adverse patient effects were reported.